Event description:
It was reported that the programmer was losing contact with the stylus touch pen despite several replacements. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the stylus lost contact with the programmer and therefore the mother board was replaced. It was noted that the stylus was loose but functional however it was replaced and calibrated. Analysis also found that the electrocardiogram connector was loose and therefore the link electronic module was replaced and calibrated. The hard drive was reimaged and the software was reloaded and updated. Concomitant product: product ID 229047, software analyzer. (B)(4).